Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a failure that occurred at the scope connector during user handling. The event can be detected/prevented by handling device in accordance with the following instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure is diagnostic-bronchoscope.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been repaired once in the past year in august 2022. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was image noise with an unrecognizable image. This is attributed to the faulty plug unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded image noise with no image being clearly visible. The image subject could not be recognized. There is no patient involvement.